Event description:
It was reported that during implant of this pacemaker system, the right atrial (ra) lead exhibited abnormal sensing, and when the physician tried to measure the threshold, the rhythm which was originally around 55 beats per minute (bpm), accelerated to 125 bpm, and when they stopped the test, the rhythm returned to normal after a few seconds. The involved boston scientific representative indicated that the patient has strange anatomy, and once the ra lead was repositioned, all electrical measurements were optimal. The procedure was completed successfully, and no adverse patient effects were reported. The device remains in service.

Event description:
It was reported that during implant of this pacemaker system, the right atrial (ra) lead exhibited abnormal sensing, and when the physician tried to measure the threshold, the rhythm which was originally around 55 beats per minute (bpm), accelerated to 125 bpm, and when they stopped the test, the rhythm returned to normal after a few seconds. The involved boston scientific representative indicated that the patient has strange anatomy, and once the ra lead was repositioned, all electrical measurements were optimal. The procedure was completed successfully, and no adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Follow up report 2 (correction): related report number field was updated. There are no related reports for this case.

Event description:
It was reported that during implant of this pacemaker system, the right atrial (ra) lead exhibited abnormal sensing, and when the physician tried to measure the threshold, the rhythm which was originally around 55 beats per minute (bpm), accelerated to 125 bpm, and when they stopped the test, the rhythm returned to normal after a few seconds. The involved boston scientific representative indicated that the patient has strange anatomy, and once the ra lead was repositioned, all electrical measurements were optimal. The procedure was completed successfully, and no adverse patient effects were reported. The device remains in service.